Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter there was leaking around the connection site when connecting needle to IV tubing. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Observations and testing could not be performed because units were not received for investigation of this incident. DHR review was performed on lot number 8120897; the lot number was built on afa line 4 from 08may2018 thru 11may2018. Packaged on packaging line from 09may2018 thru 13may2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that during use of the bd insyte autoguard shielded IV catheter there was leaking around the connection site when connecting needle to IV tubing. There was no report of exposure, injury, or medical intervention.